Manufacturer narrative:
Gender/sex: unknown/not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the a zlb00 25.0 diopter intraocular lens was explanted due to patient having hyperopia. Additionally, patient was having trouble accommodating to the lens. The lens was exchanged and there was no incision enlargement, no vitrectomy and no sutures required. There was no patient injury reported. No further information provided.

Manufacturer narrative:
Device available for evaluation?yes, returned to manufacturer on 5/29/2017. Device returned to manufacturer?yes. Device evaluation: the device was returned to the manufacturer. Visual inspection that was performed by a qualified inspector using 12x magnification shows that the product is damaged, most probably to make explant possible. Considering the condition of the lens additional applicable analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: in MDR follow up #1, additional coding for results and conclusion were inadvertently not included. All pertinent information available to abbott medical optics has been submitted.